Event description:
It was reported that the pump was implanted in the pt's right abdominal area in 2001. Although the bolus pathway could be flushed, the pump was not delivering infusate. Therefore, the pump was explanted on event date. There were no pt complications.